Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. Vascular access was gained via the radial artery. The de novo target lesion was pre-dilated and a non-bsc stent was advanced however was unable to cross the lesion. The 3.0x16mm promus element stent was advanced but was also unable to cross the lesion. The patient was then taken to surgery for CABG procedure. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent damaged and movement on the balloon.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified stent damage. The stent had moved distally on the balloon by 3mm. The struts on the distal end were raised up and the stretched out over the distal markerband. Some of the struts between the fifth and seventh row in from the proximal end of the stent were misaligned. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).